Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse decontaminated the system, changed the potassium and calcium electrodes and replaced the sodium electrode and carbon bridge. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneous sodium, chloride and calcium results were generated by the unicel dxc synchron system. The erroneous results were reported out of the lab. The ion-selective electrode system is recalibrated and the results from the previous four hours of operation are reviewed and repeated if erroneous. Results were then issued from the lab. There was no change to the pt's care of treatment and no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.